Manufacturer narrative:
Reference medwatch 2032227-2014-60877 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a sensor error. The customer's blood glucose level was 134 mg/dl. She also experienced blood glucose levels as high as 500 mg/dl and as low as 40 mg/dl. The product was not returned. Nothing further to report.